Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the ptfe coating was scraped off at approximately 104 cm through 105.3 cm from the distal tip and the guidewire was bent and kinked on several places along its length. The wire showed bends at approximately 6 cm through 35.5 cm creating a ribbon effect. Based on the information provided and the investigation results, 100% stenosis with moderate tortuosity may have contributed to the wire becoming kinked and bent during the procedure. Subsequently, the kink may have caused the clearance between the wire and the catheter to become constrained, which led to the guidewire ptfe coating damage. Therefore, a root cause of operational context has been assigned to the guidewire coating peeling.